Event description:
It was reported that during surgery, the surgeon could not connect the trial with a handle. He noticed a broken thread on the trial.

Manufacturer narrative:
Visual inspection confirmed that the threads of the device were damaged. There was additional visual damage to the rim of the device. Device history review indicated the reported device was accepted into final stock with no reported discrepancies. Complaint history review determined there have been no other events for the reported lot. The root cause was presumed to be normal wear of the device. A technical assessment previously performed for similar events states that impaction by way of seating the trial, applying too much force to thread/turn the trial into place, or the material differences between the positioner and the trial are all possible causes of wear to the threads.